Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. While performing a reduction maneuver, the extenders popped of the screw. No resistance was felt during reducing. It took approximately 50 minutes additional time to take out the screws and replace the extenders. Procedure was completed successfully. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination of the tip of the extenders did not identify any breakage or cracking. Functional evaluation was performed on the extender utilizing the best and worst case returned inner sleeve and a sample multi-axial screw (mas). The amount of tip deformation on the worst case inner sleeve did allow the sample mas head to be dislodged. When utilizing the best case inner sleeve (least out-of-tolerance), the mas head was not dislodged from any of the extenders. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.